Event description:
It was reported by the customer that a bd pyxis¿ es server extract transform load process had delayed and report data was not current. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the extract transform load (etl) process was delayed and report data was not current. A technical support specialist (tss) dialed the server and verified that the extract transforms load (etl) process had stopped at the time it stopped before. The tss executed the initial query using the knowledge article titled "es 1.7.x & 1.8 ¿ etl stalling during esr purge" and subsequently restarted the etl process. The etl resumed running every 5 minutes. The tss continued monitoring by accessing the application server and confirmed that the etl was running every 5 minutes. The system functioned as intended after the technical support specialist troubleshot the device.